Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated self test and displacement verification test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.